Event description:
It was reported that on some patients with pseudothrombocytopenia the citrated tubes are not working with an unspecified bd citrate blood collection tube. The following is a summary of the complaint: it was reported that it was reported that the citrated anticoagulant does not work. The following information was provided by the initial reporter: I am section leader for the hematology department. I am reaching out to you because I have a question about a special blood collection tube. I would like to know if bd has a blood collection tube that contains magnesium sulfate (mgso4) as anticoagulant. I am interested in this particular anticoagulant because it seems to work on those cases of patients with pseudothrombocytopenia where the citrated anticoagulant does not work. Sometimes we have patients that the citrated anticoagulant does not work for platelet clumps and I read this article that samples collected in this anticoagulated magnesium sulfate do better. I am looking to use this particular tube with special cases where the citrated blood does not work. We currently have sysmex analyzers and have a fluorescence platelet option that takes care in most of the patients that experience a platelet issue.

Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd received response from customer clarifying "not a complain but an inquiry in regards to citrated collection tubes vs magnesium sulfate anticoagulant" . Bd technical service reached out to the customer for troubleshooting with the inquiry. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that on some patients with pseudothrombocytopenia the citrated tubes are not working with an unspecified bd citrate blood collection tube. The following is a summary of the complaint: it was reported that it was reported that the citrated anticoagulant does not work. The following information was provided by the initial reporter: I am section leader for the hematology department. I am reaching out to you because I have a question about a special blood collection tube. I would like to know if bd has a blood collection tube that contains magnesium sulfate (mgso4) as anticoagulant. I am interested in this particular anticoagulant because it seems to work on those cases of patients with pseudothrombocytopenia where the citrated anticoagulant does not work. Sometimes we have patients that the citrated anticoagulant does not work for platelet clumps and I read this article that samples collected in this anticoagulated magnesium sulfate do better. I am looking to use this particular tube with special cases where the citrated blood does not work. We currently have sysmex analyzers and have a fluorescence platelet option that takes care in most of the patients that experience a platelet issue.